Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an acculan 3ti dermatome (part # ga670) was used during a procedure performed on (B)(6) 2021. According to the complainant, the dermatome caused the skin graft to be torn. A second graft was required to complete the surgery. The second graft was taken from the patient's other leg instead. The complaint device has not been returned to the manufacturer for evaluation. An additional medical intervention was required. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the investigation was carried out by the aesculap technical services (ats) and took place according to internal specifications. The device was manufactured and delivered in (B)(6) 2012. The investigation results showed that the product passed all inspection points. The next maintenance due date according to the laser marking is (B)(6) 2022. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: there was no error detected with the device. Conclusion and measures / preventive measures: due to the current deviation and according to the explanation above, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.